Event description:
It was reported that the customer experienced an unknown elevated blood glucose level that resulted in their hospitalization. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.